Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the patient underwent bilateral removal and replacements with mentor saline implants. On the right side doctor used a style 2000 (fen7737391-053) and on the left side doctor used style 2000 (B)(4) catalog number: 3502800. On the right side doctor put in a total of 900 cc and on the left side we put in 1000 cc; round moderate plus saline implants, with good symmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:deflation. Concomitant medical products: right-mentor smooth round moderate profile 625cc saline breast implants, catalog number 3501695 serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation revision with mentor smooth round moderate profile 625cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).